Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter systems that the catheter was missing the luer access split septum. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.

Event description:
It was reported that bd nexiva¿ closed IV catheter systems that the catheter was missing the luer access split septum. There was no report of exposure to the mucous membrane, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: DHR- the lot number was built / packaged on nfa line #1 from 17july2018 thru 19july2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans and all passed per specifications. No quality notification were initiated during the build of this lot number. Received a 20ga nexiva y adapter with extension set and 2 q-syte units connected to each port. The rest of the assembly was not returned for evaluation. The extension tubing had been disconnected from the winged adapter port. The end of the extension tubing did not have traces of adhesive. Conclusion(s): the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA (B)(4) has been initiated to further investigate this issue.